Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's pacemaker and right ventricular (rv) lead exhibited noise, reproducible with isometrics, oversensing, and pacing inhibition with asystole greater than 2 seconds in duration that led to syncope. The system was abandoned and a new system was implanted on the right side. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating that it was believed the field observations of noise and oversensing were due to a lead fracture or lead damage, however fluoroscopy of the pocket and system was inconclusive. No additional adverse patient effects were reported.